Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed. A pairing/download test was performed and passed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause could not be determined. No injury or medical intervention was reported.